Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient knee was unstable in flexion. She was brought to surgery today for a poly exchange and her insert thickness was increased from 10mm to 18mm. Patient had a uni to total revision on (B)(6) 2020. This was captured in (B)(4). Doi: (B)(6) 2020, dor: (B)(6) 2020, right knee.